Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection showed no anomalies. Functional testing resulted in the set leaking at the connection between the non-bd connector and the female luer of the suspect set. The connection was tightened and the test was repeated with no further leaks observed. A test pump infusion and pressure testing resulted in no signs of leaking. The root cause of the leak was a loose connection between the female luer and the non-bd component. After tightening the engagement, no leaks were observed.

Event description:
The patient required multiple prn doses of pain and sedation medications.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the tubing leaked at the blue connector while infusing versed sedation to a patient. As a result the patient was not adequately sedated. The tubing was replaced which resolved the issue. There was no lasting harm.

Manufacturer narrative:
Concomitant ICU medical microclave neutral connector was used.

Event description:
The patient was irritable and difficult to manage for a period of time therefore not adequately sedated. Because of the patient's agitation and medical condition, the patient experienced episodes of oxygen desaturation.